Event description:
It was reported there was noise on the atrial egm channel. P waves 0.18mv and sensing "comes and goes". No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.